Manufacturer narrative:
Capital equipment evaluated at customer's site: the device was serviced following this incident. Upon inspection, it was noticed that the door was blocked. The fse disabled the air hoses and the system was turned off. A master reset was performed, and the door security systems were reviewed, and found to be okay. An empty cycle was ran and completed fine. This device was purchased in 2009 and is still under warranty. The device has had regular safety inspections, maintenance or calibration. The most recent inspection took place on 08/20/2009 by a field service engineer. Result codes: door malfunction.

Event description:
A report was received from the affiliate indicating that a healthcare worker's hand of one extremity and her other arm, were caught on the door of the sterrad 100s unit. The healthcare worker received medical attention, due to trauma sustained to the hand and other extremity (arm). There was bruising lasting for more than three days. Treatment details remain unk. The user was trained on the sterrad 100s system. Exposure to the unit is approx six hours per day. According to the report received, the event occurred while a healthcare worker was on the phone with the field service engineer (fse) discussing the sterrad 100s. The injured healthcare worker is not the same person that was on the phone with the fse.